Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). An attempt was made to load the proxima centauri into the delivery system in a proper manner, but the seal was missing and could not be used. The seal and tension spring assembly remained inside the loading device and could not be removed. The surgery was completed without any problems using the new heart string. There was no particular effect on the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5 summary. The lot # 25149957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). An attempt was made to load the proxima centauri into the delivery system in a proper manner, but the seal was missing and could not be used. The surgery was completed without any problems using the new heart string. There was no particular effect on the patient.